Event description:
Healthcare professional reported that after injection 6 months ago with juvederm voluma xc, the pt developed a nodule. Pt was treated with hyaluronidase.

Manufacturer narrative:
The event of inflammatory soft nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional follow-up from the healthcare professional referred to the event as an "inflammatory soft nodule". Healthcare professional also reported that approximately five and half months after injection, patient was treated with hylenex and biaxin. Patient is "better" but symptoms remain ongoing.

Manufacturer narrative:
UDI #: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.